Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD), an error message indicating that there may be a lead problem was displayed. The physician performed an invasive procedure and noted bare wire was exposed just beyond the yoke and the insulation was worn away on the transvenous defibrillation lead. The physician elected to explant the lead. Although there did not appear to be a problem with the ICD, the physician elected to explant it.